Event description:
Since initial stimulation, the pt reportedly has not performed well with the device. The pt was monitored at the center. Programming changes were made. However, pt performance did not progress. A CT scan (date not given) showed confirmed proper electrode array placement. In 2004, the center decided to explant the pt.